Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after intubation, the cuff balloon blew up. It was indicated that the patient was covid positive. The patient was not moved or proned; the patient was intubated and the cuff failed immediately. The product was disposed because it was a biohazard, thus could not be returned. The patient had a replacement of the tube.